Manufacturer narrative:
(B)(4). A field service representative (fsr) was dispatched to the account. The fsr checked the instrument and found the vacuum lines for vacuum vessels 1 and 2 contaminated with particulate matter. In addition a damaged valve was found. The fsr cleaned the vacuum lines and replaced the damaged valve. The customer indicated that no further problems with troponin results were seen. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the architect stat troponin-I reagent package insert were reviewed and were found to adequately address the issue of erratic results. The investigation did not identify a product deficiency.

Event description:
The account stated that an elevated troponin result was generated. The account is using a cutoff of 0.03 ng/ml. An initial troponin result of 0.056 ng/ml was generated with a repeat result of 0.029 ng/ml. There was no report of impact to patient management.